Event description:
"Pt woke up with feelings of having a low blood glucose in 2002. Pt feeling shaky, lightheaded and faint. Pt went to test on their one touch ultra meter and it was stuck on "68.8" rather than their code 30. Pt retried with another strip and it did not work. Pt called an ambulance and was given sugar water then taken to the ER where they gave pt a peanut butter and jelly sandwich. Pt stayed there for approx 1 - 2 hrs then was released. Pt originally called because their meter was on mmol/l's. Pt also stated that it began working the next day when their aid took the battery out and reseated it. Replacing meter." No further ifo has been reported.